Event description:
The customer received questionable thyroid results for four patient samples from a cobas e602 analyzer. Of the data provided, the thyrotropin (tsh) and free thyroxine (ft4) results for one patient samples were discrepant. The specific date of testing by the customer was not provided. The samples were submitted for preliminary investigation was tested on centaur, cobas e170, and cobas e411 analyzers. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning which results were reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue could be excluded. Differences between the different methodologies can be seen due to differences in the setup of the assay, the antibodies used, and variances in the reference method. The values received for thyroid assays vary with ages, gender, and other population characteristics which should be taken into account when analyzing the results.

Manufacturer narrative:
This event occurred in (B)(6).